Event description:
Report received from an abbott international affiliate of a tubing separation. The report indicated that "the spike of the set split off." This occurred during priming, prior to patient connection. Though requested, no additional info was provided.